Event description:
It was reported the pt had a possible infection. There was one area on the pump pocket site which hadn't healed and was draining. The pt experienced soreness in the area that started in late 2008. The hcp is treating the pt with antibiotics. The device may have to be removed but the hcp was waiting for culture results. Add'l info has been requested.